Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable or wires exposed, 204 service code) has been confirmed. Upon investigation the electrode belt distribution node to rear cable was severed from the distribution node housing and the j702 component was broken. The root cause for the damaged cable could not be positively identified. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that a patient had a damaged electrode belt and was receiving a service code 204 (belt/monitor unusable).